Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. The returned log data was downloaded and analyzed. For the complaint lot, 143792 there was a total of 28 tests performed. The customer supplied a note with the returned logs that had three tests patient ID 27698 (3/26/21), 27262 (3/30/21), and 27647 (3/31/21). These patient ids were found in the logs and corresponded to the three positive results found for this lot. The s/co values for these tests were 1.03, 1.22, and 190.61. The first two tests fall within the near assay values, the last one is a high positive result. Investigation summary: in response to your complaint, we reviewed the manufacturing records for this lot. All release criteria were met. Additionally, no significant trends were identified in the complaint history log. The returned log data was downloaded and analyzed. The two positive results reported for this lot was found and verified in the log data. The two positive results on 3/26 and 3/30 were found to have result values near the limit of detection for this assay. This suggest small variations in testing methodology, sample collection, test environment, incubation time could be a contributing factor in the unexpected result. A third positive test that occurred on 3/31 was found to be a very high positive result. The information you provided has been documented and will continue to be monitored. Root cause: unable to determine. Source: phone.

Event description:
Reported 2 false positive results for symptomatic patients. The customer communicated the results were confirmed negative by molecular (pcr testing).